Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.18¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the needle core broke off the harmonic ace instrument. The instrument was replaced. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 30 minutes.